Event description:
It was noted in the patient's programming history that they had high lead impedance, indicating a possible lead malfunction. During further follow-up with the surgeon's office, it was noted the patient had high lead impedance and underwent full revision surgery to replace their generator and lead. During the replacement surgery, the implanted generator was disconnected from the indwelling lead and a new generator was placed. A system diagnostics test was performed showing high lead impedance, indicating a possible lead malfunction. It was then decided to replace the lead because "the lead was not working." The explanted lead and generator were discarded at the hospital. No further information is available from the treating physicians office as documentation was discarded after five years.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.